Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. The leak occurred when the lactated ringers bag was spiked. It was also observed "the little connection next to the port was punctured". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection identified the tubing was assembled with a twist into the male luer which can generate a leak. Functional testing was performed including clear passage and pressure testing which revealed a leak due to incorrect assembly of the tubing twisted into the male luer. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.